Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided. Available information suggests imaging factors likely contributed to the event. As per information received, a pascal procedure in tricuspid position involving a multi-device strategy resulted in an slda with the fourth device. Difficult imaging during procedure was reported which might have caused inadequate leaflet grasping, subsequently leading to an slda. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from spain, edwards received notification of pascal procedure in tricuspid position. During the procedure, a single leaflet device attachment (slda) occurred with the fourth device implanted. Three devices were implanted in anterior-septal (a/s) position. Fourth device was implanted in posterior-septal (p1/s) position and an slda occurred. The initial tricuspid regurgitation (tr) grade was torrential, it was decreased to moderate after the slda happened, and increased to severe at the end of the procedure. The patient's final outcome was stable condition. There were no actions taken and no reintervention planned for the future. As per medical opinion, the main root cause of the event was the difficult imaging.